Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after compounding hydromorphone, there was a foreign matter in the cassette that resembled hair. The event occurred immediately on use. Sample is not available for return. There was unknown harm and unknown patient involvement.

Manufacturer narrative:
One used device and one photo were received for evaluation. Functional and visual testing were performed, and the reported issue was confirmed. The root cause was determined to be a gowning error. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.